Event description:
It was reported that some fast ventricular tachycardia (fvt) therapies are purposely turned off due to patient's condition. The clinician found it disturbing that the display message indicated that therapies for ventricular fibrillation (vf) are off when they were not off. It was also reported that this is a "flaw" in the technology and that this needs to be recognized and fixed. No intervention was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.